Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the staple guide noted the presence of a full complement of staples. Inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. In addition, part of the anvil crush ring was observed to be crushed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic robotic assisted esophagectomy procedure. The stapling device was being used for the anastomosis of the esophagus and the stomach. The anvil was inserted into the esophagus and secured with purstring. The stapler was connected to the anvil and closed but not fire. The surgeon decided they needed to perform additional dissection around the tissue before creating the anastomosis. When they opened the stapler, noticed immediately that the anvil had flipped even though the stapler had not been fired. A second stapler was opened, the anvil was replaced, and the surgeon was able to successfully create the anastomosis without any further issues. There was no patient harm. The patient status is alive, no injury.